Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the patient reported that the sensor began generating alerts indicating rapidly decreasing glucose levels. Cgm readings decreased into the 40 mg/dl range and eventually displayed ¿low.¿ trusting the cgm readings and feeling unwell, the patient self-administered 3 mg of glucagon at home and documented the event in the dexcom application. Despite glucagon administration, the cgm continued to display critically low glucose values without apparent improvement, prompting the patient to seek medical evaluation. The patient also reported that the sensor had been providing fluctuating and erratic glucose readings prior to the event. At approximately 9:35 pm cst, the patient presented to the emergency department (ed) for evaluation. Blood glucose testing performed in the ed showed values of approximately 260-265 mg/dl, while the cgm continued to display readings of approximately 40 mg/dl. A hospital blood glucose measurement was reported to be approximately 335 mg/dl, while the cgm remained around 40 mg/dl, indicating a discrepancy between cgm and bg values. The patient remained under observation in the ed for approximately two hours. Following glucagon administration, the patient developed a severe headache and received treatment including intravenous fluids, toradol, benadryl, and an anti-nausea medication. Medical staff also evaluated the patient to rule out other serious conditions, including potential cardiac-related concerns. Approximately 30 minutes prior to contacting dexcom, the sensor failed and generated a sensor failure notification. The patient reported improvement in symptoms prior to discharge and stated that no additional medical treatment related to the event was anticipated. At the time of the report, no further interventions were reported. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.